Manufacturer narrative:
The device was received for evaluation. Inspection of the device observed fluid contamination and pest infestation, therefore a sample analysis could not performed and the device was discarded. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event.

Event description:
It was reported that a peritoneal dialysis patient experienced acute lung edema while connected to a homechoice claria machine. The device generated a slow patient flow and low uf alarm. The cause, medical intervention and patient outcome were not reported. No additional information is available.

Manufacturer narrative:
Additional information, b5: upon follow up, the nurse reported the cause of the lung edema was due to "a not sufficient drainage of the liquid". Should additional relevant information become available, a supplemental report will be submitted.